Manufacturer narrative:
(B)(4). Date sent: 4/1/2026. D4: batch # y7029k. An analysis of the product could not be performed since a physical sample was not received for evaluation. Device history review: the lot/batch y7029k history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during an unk procedure, firing the clip that comes out has its legs crossed and is deformed. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 1/7/2026 d4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.